Manufacturer narrative:
(B)(4). The lot 14a031 was manufactured between january 16, 2014 and january 20, 2014. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The actual device was received with 33ml of fluid in its reservoir. The visual inspection on the unit (via the naked eye) showed no signs of physical abnormality that could have caused the reported condition. The fluid in the reservoir was subsequently allowed to drain until emptied. A functional flow rate test was performed on the unit. Based on the evaluation finding, the product met product specification and was therefore a conforming product. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported experiencing an under-infusion during use of an infusor elastomeric device. According to the report, after approximately 10 hours of infusing the reservoir was still half full (desferrioxamine 1000mg in 52ml sodium chloride 0.9%). There was no report of a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.